Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the us00 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at us500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was abnormally shutting down. The patient was issued a replacement monitor.